Event description:
It was reported that this right ventricular (rv) lead had migrated forward in the septum causing loss of capture and periods of asystole greater than two seconds. This lead was surgically repositioned, and lead measurements were normal after procedure. No additional adverse patient effects were reported. Currently, this rv lead remains in service.